Manufacturer narrative:
Four opened and used sensors were inspected and two were found with damage. One sensor was found with the cannula retracted inside of the sensor base. The second sensor was found with the needle bent inside of the sensor base. It could not be confirmed if the customer received the sensors in said condition due to returning them opened and used. The two remaining sensors passed the bicarbonate buffer test with accurate readings.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 132 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.